Event description:
It was reported the patient presented to the health care facility for the one week post implant follow-up and the right ventricular lead exhibited increased pacing threshold. Fluoroscopy revealed the lead had not dislodged. On (B)(6) 2015 the lead was successfully repositioned and normal threshold values ensued. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4).